Event description:
Patient on ventilator when it alarmed and stopped working. Staff used ambu bag until another vent could be brought to the ICU.

Event description:
Patient on ventilator when it alarmed and stopped working. Staff used ambu bag until another vent could be brought to the ICU.

Event description:
Patient on ventilator when it alarmed and stopped working. Staff used ambu bag until another vent could be brought to the ICU.